Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though ot verified, patient's legal representative stated urge incontinence with using large thick poise pads 6-7 times per day. She goes through 2 per night. She has tried several anticholinergics worked to date [sic]. Shoulder has been fixed. She does not recall these urgency issues prior to sling. I place[sic] a new altis sling and she is now dry, complains of urge incontinence 5-6 times per day. She was not having this problem after the sling. She is also having some new right back pain. Denies dysuria, she has not [sic] complaints of sui and her urge symptoms had resolved with last sling but now have returned. Sc with normal ua and no pvr. She has tried oab medications in the past. She has failed multiple oab medications in the past for se. Will trial oxybutynin ER again. If fails would consider 3rd line treatment of intersim, botox, or urgent pc.